Event description:
It was reported that one day post-implant, the patient presented as terminally ill. It was noted that the patient's blood pressure was low with a high voltage of 65mmhg. The physician suspected that the superior vena cava (svc) tore during the operation. A device check was performed, in which the patient's heart rate was noted at 130 beats per minute. The physician was unable to test the thresholds due to the patient's fast heart rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).